Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; d10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient alleges that the coating on the continuum cup contains iodine which he is allergic to, and this iodine is mixing in his blood stream resulting in immunosuppressive plasma therapy and ivlg injections. -patient reports after revision surgery, experienced severe pain in the left thigh and hip joint to the knee with neuropathy and leg length discrepancy (emg) electromyography performed -revision surgeon told patient that initial surgeon caused nerve damage. -patient reports since revision has had difficulty ambulating, pain, swelling, stiff leg oozing blood and water (allergic wounds in legs and feet), itching, discoloration, low grade fever, disfiguration -radiology performed: noted that the posterior screw of implant was abutting since beginning of fixing, with the gluteal medius maximum and minimum muscle and then that killer screw gradually deeply inserted, causing damage to acetabular wall and gluteal region and then inserted in muscle pain and also caused the atrophy/lesion of gluteal minimum and maximus muscle¿ causing nerve damage -patient alleges systemic nerve damage due to oxidation and implant reaction facing revision or amputation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
(B)(4). D10: 56mm o.d. Size kk porous uncemented with multi-holes shell use with kk liners. Item: 00875705602. Lot: 64819064. Femoral head sterile product do not resterilize 12/14 taper. Item: 00801803601. Lot: 65142250. 36mm i.d. Size kk elevated rim liner use with 56mm o.d. Size kk shell. Item: 00875201236. Lot: 64933610. Bone screw self-tapping 6.5 mm dia. 20 mm length. Item: 00625006520. Lot: 65140227. Bone screw self-tapping 6.5 mm dia. 25 mm length. Item: 00625006525. Lot: 65135465. Wagner sl revision stem 17/225. Item: 01.00102.217. Lot: 3080476. G2: india. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a left hip revision approximately 1 year post implantation due to having pain and difficulty ambulating. Subsequently, the patient continued to experience pain, difficulty ambulating, swelling, and impaired healing. The patient alleges leg length discrepancy and a systemic allergic reaction to the implant coating. Additionally, the patient alleges that the posterior screw of the cup is migrating and penetrating the gluten muscles and causing femoral and sciatic nerve damage and neuropathy. No medical records have been provided thus far. No additional information available for the reported event.